Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that amplitude variation and noise leading to inappropriate mode switch was observed on the atrial lead. Recommendations were made to bring the patient in for additional testing. No programming changes were made. The patient was asymptomatic.

Event description:
Related manufacturer number 2017865-2019-18077. New information notes that the atrial lead was capped (B)(6) 2019 due to the lead noise and successfully replaced. The patient was stable.

Event description:
New information suggests the amplitude of the noise on the atrial lead was too wide to be programmed around. The patient had not returned for a follow up in clinic. Further assistance by the nurse was requested and provided. There were no patient consequences.

Event description:
New information received notes no programming changes or intervention was made. The plan was to keep monitoring the patient.